Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported e6 (mechanical) error was displayed on the infusion device. The patient changed the infusion set, insulin cartridge and battery and was unable to clear the error. The patient experienced elevated blood glucose as a result. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.